Event description:
It was reported that the arctic sun device had a filling problem. Indeed, after the purge of the console, the arctic sun device did not fill up satisfactorily (1 liter instead of 3.5l). Per additional information received on 30mar2023, there was no patient involvement. Issue was not resolved yet. Per sample evaluation results on 11apr2023, it was reported that the filling very slow due to a partially clogged fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not filling, water could not be sucked up. Circulation pump was replaced. Filling very slow due to a partially clogged fill tube. Fill tube was replaced. The device underwent and passed testing after all repairs. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a filling problem. Indeed, after the purge of the console, the arctic sun device did not fill up satisfactorily (1 liter instead of 3.5l).